Event description:
As reported by the user facility: event description - customer states, "bag infused too fast." Unk drug, unk rate, unk amount of time, no chemo. Tubing with the pump, no pt injury. (B)(4).